Event description:
As reported, a 90 cm. Saber 2 mm. X 2 cm. Balloon catheter (bc) ruptured at four (4) atmospheres during the initial inflation. The product was successfully removed from the patient and another new balloon was used instead. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: a 100% stenosis/chronic total occlusion (cto), heavily calcified and moderately tortuous. The approach was made using a non-cordis guiding sheath and the lesion was crossed with an unknown guidewire. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There was no reported difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). The contrast media was unknown. The contrast to saline ratio was unknown. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The catheter was not ever in an acute bend. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
As reported, a 90 cm. Saber 2 mm. X 2 cm. Balloon catheter (bc) ruptured at four (4) atmospheres during the initial inflation. The product was successfully removed from the patient and another new balloon was used instead. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to have 100% stenosis/chronic total occlusion (cto), heavily calcified and moderately tortuous. The approach was made using a non-cordis guiding sheath and the lesion was crossed with an unknown guidewire. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There was no reported difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). The contrast media was unknown. The contrast to saline ratio was unknown. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The catheter was not ever in an acute bend. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available. Review of lot 17014293 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (chronic total occlusion, calcification, tortuosity) may have contributed to the difficulty experienced by the customer. Balloon burst is a well-known procedural complication during angioplasty where procedural factors and vessel characteristics often contribute to the damage. In this case, neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Please note the exact event date is not known only that it was (B)(6) 2014. (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.